Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that her mother had hypoglycemia. Blood glucose level was unknown. Customer was treated with glucagon shots. Customer's daughter mentioned that customer's sensitivity was 50 mg/dl with 20 units of insulin. Customer was connected with insulin pump when they filled the tubing. Customer also ate small cupcakes and drank glucerna to treat their hypoglycemia, they also disconnected from insulin pump. Insulin pump will not be returned for analysis.